Event description:
It was reported, the removal of a broken gamma 3 nail was performed on (B)(6) 2011 at the (B)(6). The left nail broke at the junction of the nail and lag screw hole while patient was walking. Nail was removed and replaced with a similar device. The original surgery was performed by a different surgeon in (B)(6) in (B)(6) 2011. The nail has to go to the risk management department of (B)(6) will release the nail to us.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.